Manufacturer narrative:
Device was not returned for evaluation. The device age is unknown. The probe is intended and labeled to be used only for 20 uses. This event is documented in the risk analysis. The most probable root cause is use of the device past the 20 uses it is intended for. If the device is returned, a follow-up will be submitted with evaluation results.

Event description:
The nurse stated that during the case the doctor noticed that the probe sparked along the working shaft. The doctor immediately removed the instrument. They found a crack on the outer sheath.